Manufacturer narrative:
Per -1597 initial report this initial report is being submitted retrospectively as per FDA request. To aid the investigation of this event, operative notes, post primary and pre revision x-rays and patient details were requested, however, these were not available and thus there was only very limited information available for the investigation. It was confirmed that the devices were discarded by the hospital following the revision. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information available, no further investigation can be conducted and the root cause cannot be identified. Therefore, corin now consider this case closed, however, should any additional information be provided, then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / metafix revision after approximately 1 year and 10 months due to leg length discrepancy.